Event description:
Per the clinic, the patient experienced partial extrusion of the device through the skin flap on (B)(6) 2014. The device was explanted (B)(6) 2014 and the patient was reimplanted on the contralateral side during the same surgery.

Manufacturer narrative:
This report is filed october 17, 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.